Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was not received from the customer. The data logs from the date relevant to the complaint date were unable to be provided due to the data not being downloaded. The field service engineer noted that the purge assembly, mainly the purge membrane underneath the purge disc retainer had dextrose build up on it. The engineer cleaned the purge membrane and purge assembly of all built up dextrose and reported that the console successfully passed preventive maintenance. In conclusion, when the staff reported the "purge cassette" was not recognized, the term may have been swapped for "purge disc" as the root cause of the consoles inability to progress through the case start wizard was due to dextrose build up on the purge membrane. The cause of the complaint was most likely due to dextrose build up on the purge membrane stopping the purge disc from making a correct connection with the purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge cassette resulting in the display not showing the next step. The complainant tried reinserting the cassette but was unsuccessful. The aic was replaced with another aic without any issues. There was no patient harm reported.